Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. The customer reset the pump, which resolved the issue, and although a replacement was considered, it was noted that the pump was obtained from a healthcare provider, and the serial number did not match, so no replacement was issued by technical support.